Event description:
It was reported that a right ventricular lead revision was scheduled due to a patient experiencing high impedance alerts, r-wave amp variation, and unknown capture thresholds. During the day of the procedure, lead measurements were normal per the pacing system analyzer. Fluoroscopy visualized the set screw as tightened and lead pin as fully inserted. During the procedure on (B)(6) 2021, the physician was unable to engage the set-screw when attempting to re-insert the right ventricular lead into the header. The physician elected to explant the device, and replace it with a new one with no complications. Lead values were normal with the new device. The patient was stable. Related manufacturer reference number: 2017865-2021-06790.

Manufacturer narrative:
The reported inability to loosen/tighten the rv set screw was confirmed in the laboratory. Visual inspection identified septum material inside the screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening/tightening the set screw.